Event description:
It was reported that during a cavagram prior to a scheduled retrieved of a vena cava filter, that one of the arms had detached and was embedded approximately 3 cm below the filter in the vena cava. It was also noted that the remaining arms and legs of the filter were 'distorted'. From original placement, but still attached. The filter was implanted sometime in 2004. The dr unsuccessfully attempted to remove the filter. It remains in the pt. No report of pt injury noted.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was evaluated, as it remains implanted. X-rays of the scheduled filter retrieval were returned. It was confirmed that an arm of the filter had detached and was located in the vena cava below the filter, as was reported. An add'l arm appeared to be detached and was located just above the filter in the cava wall. As the film views were not identified as to time or date, it could not be determined if this detachment occurred after the attempted filter retrieval. A complete pt history since the filter was implanted was not available. Therefore, it could not be determined if pt factors contributed to this event. The root cause for this event is unknown.